Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Thermal damage (melted) was found on the insulation material. The maryland bipolar forceps instrument was visually inspected and found thermal damage on the side base of one grip. The thermal damage measured approximately 0.121" x 0.062". The most common root cause of this failure is due to mishandling/misuse. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, thermal damage (melted) was found on the insulating material of the maryland bipolar forceps instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was used during a prostatectomy case, and there were no known issues. It is unknown what could have caused the thermal damage on the instrument.